Event description:
Add'l info rec'd from MFR 3/3/04: catalog number of the device listed: 3333-3000. The subject device (quick latch reaming assembly) is classified as an instrument and lot codes are not tracked for these devices. Therefore, no lot code info can be provided. Manufacturing and distribution history records indicate there has been no activity on this device during the past three years. A medwatch report was not submitted in response to this event. In MFR's review of this event it was determined that there were no previous reports of serious injury as a result of similar events and the info provided does not suggest that serious injury would result if the event were to recur. There are no other complaints on file for this device.

Event description:
During total knee procedure patella reamer was being used. It started falling apart with black plastic breaking off during use. No harm to pt.